Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated due to it being on the spine causing discomfort. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket site pain. The patient will undergo a pocket revision procedure.